Event description:
Healthcare professional reported a left side deflation. The device has been unilaterally replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, d.6a, h.6.

Event description:
The device has been unilaterally replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, a curved opening on radius, wear abrasion, and missing shell (0-25%). A microscopic analysis was performed which identified: a sharp opening on valve bond edge, a striated opening on radius, and a striated broken on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening, a striated broken on anterior assessed as surgical damage and a missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.